Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully load the cartridge.